Event description:
The customer reported an oil mist coming from their unit. One employee complained of a dull headache. The employee did not seek medical attention or require treatment for his symptoms. The asp field service engineer repaired the unit.